Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that when the hcp interrogated a pump, it said that 53.2 ml dispensed. The empty pump alarm was occurring. There were no reported symptoms. The event date was unknown. There were no further complications reported.